Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging a cocking control issue with his onetouch lancing device. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient confirmed the alleged issue began on (B)(6) 2013. After the alleged lancing device issue occurred the patient confirmed he did not test his blood glucose with another device. The patient tests four times a day (before meals) and manages his diabetes lantus (12 units) and novorapid insulin (self adjusting). According to the patient, after the alleged issue occurred he indicated he continued with his usual diabetes regimen (specifying he typically takes between 8-12 units of novorapid insulin based on how he was feeling; however, mainly took 8 units of insulin). Subsequent to the alleged issue, the patient claimed that on (B)(6) 2013, he developed symptoms of dizziness and sweating. According to the patient his reported symptoms may have been due to not enough insulin. At an unspecified time later, the patient indicated he administered an unspecified amount of insulin as self-treatment. It is not known when his reported symptoms abated. At the time of troubleshooting, the csr verified that the alleged issue occurred prior to firing the lancing device, the patient was using the lancing device for three weeks, and there was no misuse of the lfs product. A replacement lancing device was sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.